Event description:
It was reported that during preventive maintenance performed by getinge field service engineer (fse), the cardiosave intra-aortic balloon pump's (iabp) ground pin was missing from the line cord. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, d9, g1 (contact person ¿ mfg site) g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions) h11 corrected fields : h6(health effect ¿ impact codes). The fse replaced the ac power cord reel . The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received with a reported unit failure of the ground prong missing from the plug. The fat performed a visual inspection and found the part to be be damaged and have the ground prong missing. Possible root cause is expected wear and tear.retaining the part in the failure analysis and testing department.